Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported during PICC placement, the vps console was showing a blue bullseye. A chest x-ray was taken and the PICC was seen in the pt's arm. Another console was used to complete the PICC placement successfully. There was a delay and it is not known if this caused any pt harm. There was no pt death or complications reported.